Event description:
The iab was being used to treat an 87-year-old male pt (height 5'9", weight 126 lb) following bypass surgery that took place during the evening of 7/8/94. The iab was placed at approx 11:00 pm on 7/8. On 7/9 at approx 7:30 am, a respiratory therapist managing the balloon treatment noted blood "specks" in the clear tubing connecting the iab catheter to the intra-aortic balloon pump (iabp). She brought the blood to the attention of the attending surgeon, who elected to leave the iab in place and continue treating the pt with the pump. The surgeon reportedly believed that the blood was actually on the outside of the tubing. After having replaced the original tubing at approx 10:00 am to avoid further confusion, the respirtory therapist again noted somewhat later that there were blood specks in the new tubing. The surgeon was not called this time because the pt's blood pressure remained good, with good diastolic pressure augmentation by the balloon. At approx 12:15 pm on 7/9, the staff was alerted to the iabp alarm indicatinng "rapid gas leak" and the surgeon was immediately contacted. The staff were instructed to reduce the pump augmentation of the blood pressure to the lowest possible level and to set the pump from a 1 to 1 pumping ratio to a 1 to 3 pumping ratio. At approx 1:00 pm, the attending surgeon arrived at the hosp and attempted to manually remove the iab from the pt, but was unsuccessful. The pt was then transported to the or in unstable condition, and the attending surgeon surgically removed the iab after reopening the pt and exploring for the affected artery. The surgical removal of the balloon proceeded with difficulty and involved making several incisions at various levels of the pt's aorta and iliac arteries in an attempt to locate and free the balloon. According to the operative report, the proximal end of the iab was ultimately found to be trapped in the area of a previously undetected aneurysm at the terminal aorta. When the surgeon opened the aorta distal to the aneurysm, he was able to finally free and withdraw the balloon. The surgery lasted until approx 8:30 or 9:00 pm on 7/9. The pt was returned to the ICU in very guarded condition and died on 7/10/94, at approx 7:15 am. Based on examination to date, hosp believes that the perforations found are most likely to be cracks that developed during balloon use rather than during its removal. The specific etiology of the cracks is uncertain. More precise determination would require extensive testing and examination, potentially involving scanning electron microscopy (sem).device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: balloon. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.